Event description:
(B)(4). Daily chronic pelvic pain, pain during sex, being very masturbation, daily headaches, shortness of breath, fatigue, numbness in left arm unable to use frequently without pain. Hair loss, bloated belly, heavy periods, extreme weight and more recently pain while walking in ovary area.